Event description:
The pt was found to have a blister on her chin which was treated with silvadene creme. It was reported that the pt was intubated with an un-cuffed et tube and the oxygen levels were very high as they were at the end of the case and the gases were being shut off. The reporter indicated that they do not believe the blister on the chin was caused from the drape fire but from the betadine prep used on the infant. No burns were present on the pt's legs.